Event description:
It was reported the pt is experiencing heating at her ipg pocket site while the stimulation is on. She also reported a slight shocking sensation at the ipg site. The pt's physician reported there was no drainage, discharge, or redness observed and the issue is thus not believed to be infection related. Impedances were all normal. The physician stated the pt is in the healing phase and may be having some nerve irritation in the pocket. He advised her to turn the scs system off for a while if needed.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.